Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 16-dec-2022 to ensure that the customer's condition had improved and that the initial concern was resolved - able to establish contact with customer who stated he had gone to the hospital the day before. Customer stated his blood glucose had been over 600 mg/dl and that he is currently at home waiting for his doctor to telephone him. Customer requested to call him back and disconnected the call. Note 2: manufacturer contacted customer in several follow-up calls to ensure that the customer's condition had improved and that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. At the time of the call the customer reported symptoms of feeling tired, thirsty and dizzy. Customer stated he was going to seek medical attention and lie down. No further information, including serial and lot numbers, was able to be obtained.